Event description:
As reported by an edwards lifesciences affiliate in canada, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient presented an annular area of 350 mm2 and it was decided to use a 23mm s3u underfilled by 2cc. During procedure, upon initial deployment, the valve was under expanded, causing a pvl on the lcc. An attempt to further expand the valve was made using an extra 1cc, making the overall underfill -1cc. Upon second inflation with 16cc, apparently the valve pushed on a chuck of calcium on the lcc, initiating a slow annular rupture. This was immediately recognized, and the patient was immediately started on ECMO. A pericardiocentesis was performed and drained 300cc, the small annular rupture self-sealed, and the patient was decannulated from ECMO. The patient was noted as to be intubated and stabilized to cardiac ICU. Upon further review of case it appears there was a small leak from initial deployment that was not initially appreciated until post-procedural review.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified st j. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (annular calcium) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.